Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string was missing and unavailable to aid in the removal of the pessary. She experienced this issue with two pessaries, one prior to use and one after insertion. She was able to manually remove the pessary with no medical assistance and the issue resolved.